Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up of this device, it was noted that this patient had fallen, and the device wound became infected. The patient was given antibiotics. There was no evidence of a systemic infection. In addition, it was noted that there was atrial undersensing of atrial fibrillation. The device was reprogrammed to increase the atrial sensitivity and improve sensing during atrial fibrillation. No additional adverse patient effects were reported. The leads implanted are competitor leads.